Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of system fault 74. During evaluation, the device failed to complete its internal self-test. The evaluation found that the device issues were due to a defective pneumatic block. The pneumatic block was replaced to address these issues. The device was serviced and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task error and failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.